Event description:
It was reported the system failed to display a fluoroscopic image. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image intensifier was replaced during the service call. The system was tested and found to be working as intended and put back into service.